Event description:
It was reported that during a planned pacemaker replacement, noise was observed on the atrial lead. The lead was repaired using medical adhesive. The patient's condition was good after the procedure and the patient will be monitored.

Manufacturer narrative:
(B)(4).